Manufacturer narrative:
The false negative that resulted led to a delay of diagnosis. To date, bd has not confirmed the medical and surgical intervention taken to preclude serious injury. Internal review of the device false negative rate showed that the device performed within labeling claim as intended. No field safety corrective actions are planned as a result of this complaint.

Event description:
The customer contacted technical support via email stating that "I have a high grade miss from fp037 in 2011". Technical support contacted the customer site to ask about the false negative hgsil. The customer explained that a repeat pap was done this year, which resulted in a hsil. A retrospective review was performed for the 2011 sample which also showed a hsil result. The 2011 report was amended.